Event description:
It was reported that patient experienced implantable pulse generator (ipg) become uncomfortable where it is planted due to weight loss which is not device related. The patient underwent an ipg pocket reposition procedure and was doing well postoperatively. Nothing removed or added.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.